Event description:
It was reported that this right ventricular (rv) lead showed high capture thresholds and high shock impedance measurements out-of-range of over 120 ohms. Technical services (ts) reviewed the case, indicated that the shock impedance issue is likely related to calcification and mentioned that it has been stable. The hospital was contemplating on replacing this rv lead or replacing it, and a longevity estimate was requested. Ts provided the information and recommended to perform a commanded shock to evaluate further this rv lead shock capacity. Subsequently, while this patient was in a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure, this rv lead pace/sense portion was surgically abandoned, and the patient received an additional new rv brady lead. The shocking portion of this rv lead decreased to 102 ohms when connected to the new device, and it was decided to keep it in service. The commanded shocks were not performed. No additional adverse patient effects were reported.